Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that the home patient (hp) drained 3111ml during drain two on the home choice (hc). A review of the program revealed the fill volume (fv) equaled 1900ml. The caller stated the hc moved into fill three. The initial drain alarm equaled 750ml and the last fill volume (lfv) equaled 1900ml. The device was arranged to be returned. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.